Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty surgery at l1 due to primary osteoporosis. Intra-op, cement went inside from an osteo introducer at the other side. When the surgeon pulled out the osteo introducer, cement protruded from the skin like a horn. After the event, small incision was opened, and cement was removed using a punch. Patient complications due to this event were reported as unknown. There was a delay of less than 60 minutes in the overall procedure time as a result of this event.